Event description:
It was observed that during the device evaluation, the camera head had no image and an error e226 (scope communication error). There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the image not being displayed was caused by cable failure. The e226 was caused by communication failure because of a cable malfunction. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.